Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_label_acc, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they are feeling stimulation in the wrong location. The patient noted that intermittently since implant 1 month ago she was feeling stimulation down her leg while in certain positions. The patient also noted that they never were given an ID card. The patient is implanted for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.